Event description:
It was reported a cartridge alert appeared. The customer's blood glucose level was 305 mg/dl. However, the customer could not call technical support due to the cost of international calls. Technical support recommended using backup insulin therapy until phone troubleshooting could occur.